Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing post-surgical pain. The patient underwent surgical intervention where the physician decided to remove the patient's paddle lead. The patient's ipg was left implanted. The patient was referred to have percutaneous leads implanted at a later date.